Manufacturer narrative:
The last calibration performed on (B)(6) 2024 was ok and there were no alarms. Quality controls were acceptable on the day of the event. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The calcium reagent lot number was 74416901, with an expiration date of 30-nov-2024. The field service engineer suspected there was carryover. A special wash was programmed for the calcium reagent. Precision studies were successful. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen.2 on a cobas c 503 analytical unit. The customer stated that an unspecified number of patient samples from earlier in the week had critical results that repeated as normal, so all samples with high calcium results were repeated on a second analyzer. The sample initially resulted in a calcium value of 13.1 mg/dl. The sample was repeated on a second analyzer, resulting in a value of 8.9 mg/dl. The repeat value was deemed correct.